Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that the patient had depuy lcs knee system prior. Patient was coming close to 20 years of implantation. Surgeon decided to remove the implants and put in new revision implants. Update oct 26, 2017 : tibial tray loosening. Loosening occurred from cement to implant interface. Cement manufacturer was unknown. This complaint was updated on oct 26, 2017. Update nov 30, 2017: additional information received. There was tibial and femoral loosening. This complaint was updated on dec 1, 2017.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.